Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The device has been requested to send it for investigation to bbm laboratory in brazil. As minimum of information, the history log files were provided from customer. During the analysis of the device history no flow deviation could be detected. Therefore the complaint could not be confirmed. No product deviation could be found. No further information were available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6). "Defect/operating unit" customer information: "in 3 hours, he improperly infused 100 ml / hour."